Event description:
It was reported that the pump touch screen was black. The customer's blood glucose (bg) was ¿high¿; however, a specific value was not provided. Customer addressed bg level with manual injections. The customer reverted to an alternate method insulin therapy.